Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was found to have fallen into the right ventricle. The lead was repositioned back into the right atrium successfully on (B)(6) 2018. The patient was stable before, throughout and after the procedure.